Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The damaged polymer was confirmed. The difficult to position/remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported for this lot. It should be noted the hi-torque guide wires instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat the coronary sinus and pulmonary vein in a patient with atrial fibrillation. Resistance was met positioning the hi-torque balanced middle weight (bmw) universal guide wire into and removing the guide wire from a non-abbott ablation catheter; therefore both devices were removed as a single unit. Upon withdrawal, the guide wire polymer coating was noted to be stretched. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new guide wire and ablation catheter were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.